Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported they got the device for bowel control, later the patient stated it was for urine and bowel, but it had not been working for either one. Patient said nothing had changed, they had to wear depends. Patient had no control over it and it was not functioning and also for urine and having bouts of stool there. Patient later reported the device helped at one time. Patient reported they fell on (B)(6) 2017. Patient reported they had kidney disease. There was a spot found on their kidney, they had an ultrasound and 2 tests, they watched it and it was the same a few years ago. They were under doctor for their kidney, but they were in stage 3, not dialysis stage. Patient was unable to determine if the kidney disease was caused by or related to the device. No further complications were reported or anticipated.